Event description:
A pt with a history of hypertension underwent a triple coronary artery bypass procedure utilizing the left internal mammary artery (lima) to the left anterior descending (lad) and two saphenous vein grafts anastomosed proximally with aortic connectors to the first obtuse marginal (om1) and right posterior descending artery (pda). Three days postoperatively, the pt experienced a cardiac arrhythmia resulting in cardiac arrest. Eleven months postoperatively, cardiac catheterization demonstrated 80% stenosis of the connector graft to the pda and occlusion of the connector graft to the om1. No add'l info was received, including if any medical intervention was performed or the pt's present health status. The results of this investigation are inconclusive, in part because the devices were not returned for analysis and no add'l info was received. Therefore, an in-depth analysis of the clinical course of this pt could not be performed. However, there was no evidence to suggest the connector graft stenosis and occlusion were due to an intrinsic defect in either device. Vein graft stenosis and occlusion can be caused by multiple factors and is an expected and foreseeable complication of coronary artery bypass procedures. Related MDR (2135392-2005-00003).